Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. Customer stated that menu button was not functioning properly because if he did not press it real hard it was not responding and sometime had to did it many times to get it to work. No harm requiring medical intervention was reported. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.